Manufacturer narrative:
The reported events were lead dislodgement and high capture threshold. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information notes dislodgement on the left ventricular lead.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Related manufacturer reference number: 2017865-2023-13782. It was reported that the patient presented in clinic for a follow up due to fatigue. Device interrogation revealed failure to capture on the left ventricular (lv) lead. During the revision the right ventricle (rv) lead also loss capture. The physician elected to explant and replace the lv lead and cap the rv. The patient was in stable condition.